Event description:
The tip of the wallach cryo unit became disconnected and acted like a projectile penetrating the pt's upper lip and lodging in the pt's gum. The spray from the unit caused a first degree burn on the pt's face.